Event description:
During an arthroscopic right knee partial medial meniscectomy the patient developed acute compartment syndrome of the right thigh which required a fasciotomy, admission to the hospital and susbsequent surgery. The fms duo + fluid managment system with intergrated shaver was in use and may not have displayed an accurate pressure reading.